Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 500 mg/dl after approximately 36-48 hours of pod wear on the arm. The patient was taken to the emergency room and was diagnosed with hyperglycemia and the presence of ketones. It was further reported that insulin was observed to be leaking from the pod during wear. Treatment during medical evaluation consisted of intravenous insulin, and the patient returned home the same day after approximately 10 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported insulin leak, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.